Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The reported problem of display not working does not meet the reportability criteria. The customer indicates that the audible voice prompts were available at the time of reported event. This indicates the device was capable of delivering therapy and an alternative to visual prompts. The investigation concluded the analyze portion of the customer report was not related to the feature of the device. The customer used it in the context of evaluating the situation of no display. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) for cardiac arrest, the device was unable to analyze and the device's display was blank. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.